Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - customer (person): phone:(B)(6) h3 - device evaluated by mfg?: device not returned to manufacturer this report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a retracta detachable embolization coil prematurely deployed. The device was attempted to be used for internal iliac embolization prior to endovascular aneurysm repair (evar). Upon opening the package, there was no damage to the device noted. It is unknown if the patient was on any anticoagulation medication. The physician flushed the catheter before each coil deployment. When the coil was advanced through a competitor's angiographic catheter hub and the delivery wire was pushed, resistance was felt so the delivery wire was withdrawn. However, the coil remained at the tip of the inserter. The coil was retrieved in the inner catheter. The coil was not stretched or compressed. The retracta was then replaced with another coil from the hospital's inventory to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that a retracta detachable embolization coil prematurely deployed. The device was attempted to be used for internal iliac embolization prior to endovascular aneurysm repair (evar). Upon opening the package, there was no damage to the device noted. It is unknown if the patient was on any anticoagulation medication. The physician flushed the catheter before each coil deployment. When the coil was advanced through a competitor's angiographic catheter hub and the delivery wire was pushed, resistance was felt so the delivery wire was withdrawn. However, the coil remained at the tip of the inserter. The coil was retrieved in the inner catheter. The coil was not stretched or compressed. The retracta was then replaced with another coil from the hospital's inventory to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are currently in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported device lot and related subassembly lots found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. The manufacturer does not supply an IFU for this product. Instructions for use are supplied by the local distribution partner. Evidence gathered upon review of upon review of the dmr and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing deficiencies contributed to the reported event. It is possible that delivery wire was inadvertently rotated while the device was being retracted but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.